Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left side deflation and right side capsular contracture; baker grade IV, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 8/9/2019, mentor became aware that the suspect medical devices were the following: (left) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 6451258 and (right) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 6451258. Mentor also became aware that the correct date of implantation for both suspect medical devices was (B)(6) 2011. In addition, mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 7694244 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 7694244 sn: (B)(4). On 8/17/2019, the mentor failure analysis lab has received the device for evaluation. On 8/28/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Device investigation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.